Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the depressed battery contacts, which was observed during physical inspection. The complaint was confirmed 2 depressed negative battery pins which prevented normal dc operation. The rear case was replaced.

Event description:
It was reported that a spectrum pump had "battery contacts retracted." It was also reported there was no patient involvement.